Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was washed over by a failed fire suppression sprinkler head, needs inspection. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system mini pockets were not properly functioning. A field service engineer (fse) completed the device inspection. Previously, all mini drawers were not detected open in their correct position, while all other components were fully functional. The fse replaced the mini drawer controller board and reconfigured it using diagnostics. All mini pockets were confirmed to be fully functional, and none of the mini engines required replacement. The system was booted into the device application, where all mini pockets were detected and functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.